Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressings was inadvertently left in the wound. The foreign material was not returned to (B)(4) for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error.

Event description:
The following information was reported to kci by the patient: a foreign material alleged to be v.a.c. Dressing adhered to the patient's tendon, ligaments, and nerves requiring surgical debridement. No additional information is available.